Event description:
It was reported that the patient presented for follow-up with the right atrial lead exhibiting a failure to capture and sense. Radiography confirmed that the lead was dislodged. The lead was subsequently capped and replaced on (B)(6) 2022. There were no further patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.